Event description:
Reportedly on (B)(6) 2023, during a routine pacemaker follow up, the device was found in stand-by mode the device was then reinitialized correctly. The patient didn't report anything abnormal (no MRI, no magnetic interferences). The patient has a story of noise on both catheters for a long time, which can be reproduced.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states, however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of the provided files led to the following observations : the device switched in standby mode on (B)(6) 2023. The switch was triggered by the detection of inconsistent data in device memory during an integrity check on parameters, likely seu. The device was properly re-initialized on (B)(6) 2023. Based on available data, no issue is suspected on the subject device